Manufacturer narrative:
Other applicable components are: product ID: 37085-60, serial# unknown, implanted: (B)(6) 2010, ubd: 10-feb-2014, product type: extension. The serial number for this device is either (B)(4), however the exact extension was not initially reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's extension wire migrated a little bit. Actions taken and event status were both unknown. No patient symptoms or further complications were reported as a result of this event.